Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and a gradual rise in pacing threshold measurements according to a presenting electrogram. No changes have been made and the lv lead remains in service. No adverse patient effects were reported.